Manufacturer narrative:
A getinge field service engineer (fse) on on-site inspection found end user error. Mains inlet switch was off. Once switched on device began charging. No field service performed. Device is currently in use on a different patient.

Event description:
It was reported that during use battery on a cs300 intra-aortic balloon pump (iabp) is not charging or holding a charge. No patient harm.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).